Manufacturer narrative:
Unit received with button error alarm and no button response due to moisture damage keypad trace. Unable to perform the displacement test due to keypad anomaly. Scratched lcd window, cracked display window corners, broken belt clip slot. No frozen display.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 160 mg/dl. Troubleshooting was performed. The device was returned for analysis.